Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that there was poor communication with the recharger and implantable neurostimulator (ins). The patient was able to communicate with their programmer. Also, the patient¿s recharger was ¿frozen¿ on the ¿charge ins¿ screen. The recharger was reset and then an informational power-on-reset (por) was seen following the use of the al feature and went to charge. The patient¿s therapy had stopped as a result of the por. Repositioning of the antenna over the ins, the antenna dial was turned through all 4 positions, and an antenna locate (al) feature was performed which resolved the issue (6-8 full coupling bars obtained and could charge). The ins status was reported as off. The patient stated that the coupling with the ins was fluctuating from full bars to 2 bars then to 0 bars. The ins did not seem to be tilted. It was noted that the patient never let their ins deplete too far and today it ¿wasn¿t completely down¿ (the battery level on the recharger did not indicate depletion). The patient preferred to finish charging the ins and was to call back to clear the por.